Manufacturer narrative:
The complaint can be verified. The check button does not respond. There are particles of plastic inside the housing of the check button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the check button does not respond and is without function.

Event description:
Patient reported the ok button on the infusion device is defective. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.